Manufacturer narrative:
The insulin pump passed the displacement test, self test, off no power test and all operating currents tested within the specifications range. The device was monitored and tested with no blank display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 9.6 mg/dl at the time of the incident. Troubleshooting was not performed. The insulin pump will not be returned for analysis.